Event description:
Device noted to not be as strongly sticking to skin as expected. Staff pulled a different lot number and noted it had a stronger hold. Staff tested several from the lot number and all were noted to have less adhesive strength. Lot number pulled and company contacted.